Event description:
A (B)(6) male pt's wife contacted zoll's billing department on (B)(6) 2012 to report that the pt passed away on (B)(6) 2012. The pt's wife informed the zoll billing employee that the pt woke up on (B)(6) 2012, and was experiencing difficulty. The wife called 911 and the pt was taken to the hospital where he died of heart failure. The pt was not wearing the device at the time of passing.

Manufacturer narrative:
Device evaluation summary: pt's wife revealed that the pt complained of comfort issues on (B)(6) 2012, so she removed the device before he went to bed. Upon reviewing the pt's download data, it was revealed that the pt removed the device on (B)(6) 2012 at 19:54:32. The pt's wife informed a zoll billing employee that the pt passed on (B)(6) 2012. At the time of passing, the pt was in the hospital and was not wearing the device. His death was cardiac related. During the time the pt was wearing the vest, no abnormal flags were detected. Clinical investigation revealed the device was not activated at the time of death. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the pt's rhythm was not possible due to device deactivation.